Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal and was damaged. Engineering also observed that the septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: (translation): the trocar seal dislodged in the patient's abdomen. No clinical consequences. Recovery of the seal in the patient's abdomen. Removal of the device. Use of a new trocar. Intervention: component removed, change of device. Patient status: no clinical consequences.

Manufacturer narrative:
The event unit is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: (translation): the trocar seal dislodged in the patient's abdomen. No clinical consequences. Recovery of the seal in the patient's abdomen. Removal of the device. Use of a new trocar. Type of intervention: component removed, change of device. Patient status: no clinical consequences.